Event description:
It was reported that a small volume infusor leaked. The infusor, with chemotherapy drug 5fu, was prepared by the pharmacy and then it was sent to the floor and connected to a non-baxter luer. The nurses connected the luer to a non-baxter mini set that was connected to the patient. About one hour after the infusion was started, blood was observed to have back flowed from the patient up the IV line to the non-baxter luer. At this time the pump was noted to still be infusing. An unspecified amount of the chemotherapy drug and blood leaked onto 2 layers of the patient?s garments. The patient's skin was not exposed to the chemotherapy. The exact amount of blood loss is unknown. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The infusor was being used to deliver 2172 mg ? Tv 92 ml fluorouracil (5-fu) when the leak occurred. The pharmacy prepared another dose (same) which was delivered to the patient (pt). After the treatment the pt was disconnected and discharged home. The pt received the entire dose. The pt was being treated for rectal cancer. A review of all batch record documents for lot number 12n041 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned. Therefore, no device analysis can be performed and no cause was determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).